Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menses"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain"), back pain ("severe lower back pain") and procedural pain ("long painful post-operative recovery"). The patient was treated with surgery (hysterectomy and surgical removal of the essure device on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, menstrual disorder, dyspareunia, abdominal pain, back pain and procedural pain outcome was unknown. The reporter considered pelvic pain, menorrhagia, dysmenorrhoea, menstrual disorder, dyspareunia, abdominal pain, back pain and procedural pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A hysterectomy was performed to remove micro-inserts around 1 year after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 2008 to 2009 and oral contraceptive pills. Concurrent conditions included obesity, endometriosis, post coital bleeding and vaginal discharge. Concomitant products included aciclovir (cyclovir), cholesterol- and triglyceride reducers and nuvaring since (B)(6) 2014. In 2013, the patient experienced menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("blurred vision"), feeling abnormal ("brain fog") and mood swings ("mood swings"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), back pain ("severe lower back pain") and procedural pain ("long painful post-operative recovery"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, vision blurred, fatigue, weight increased, weight decreased, feeling abnormal and mood swings had resolved and the menstrual disorder, abdominal pain, back pain and procedural pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, procedural pain, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: she is seen for a preoperative evaluation due to menorrhagia and constant pelvic pain since she had her essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), depression, anxiety, migraines, headaches, nausea, blurred vision, fatigue, weight gain, weight loss, brain fog and mood swings. Concomitant medication added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A hysterectomy was performed to remove micro-inserts around 1 year after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.